Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the return of symptom was on-going and the reason for explant was due to no efficacy. No further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va04uzl serial# implanted: (B)(6) 2013 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a return of symptom and programming change resolved the reported issue. It was also reported that surgical intervention device was planned to be explanted on (B)(6) 2017. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.